Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderate tortuous and calcified left anterior descending (lad). During the 1st inflation, the balloon ruptured at 10 atms. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient's condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited, due to anatomical and or procedural factors.